Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? It was for a bypass on the stomach. Echelon straight/flex: during which stroke did the event occur? 4. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? No information available. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes near an existing staple line (by pass). Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes during the firing. Was there any difficulty removing the device from the tissue? No. The problem was due to a staple that is locked in the jaws of the stapler and created a stuffing material. The doctor was able to cut and staple but stapling was bad. Five days later, the patient was recovering from pain. A portion of the stomach was distended. The physician opened and observed that a blood bag was formed inside. He drained the blood. And close with an overlock on the staple line. The patient is well.

Event description:
It was reported that during an unknown procedure, at the third cartridge blocking of the knife and the cutting. Would cut but staple partially. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) - incomplete firing cycle. The device was received for analysis with no visual non-conformances and with an cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.